Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2013 and (B)(6) 2013. It was reported that the patient underwent removal surgery on (B)(6) 2017. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, dense adhesions, mesh contraction and seroma. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.